Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior and restorelle directfix anterior mesh. Later the patient experienced exposed mesh, vaginal scarring, exposed suture and dyspareunia. An excision of the exposed vaginal mesh, excision of the exposed suture, release of vaginal scar tissue and release of a mesh arm were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.